Manufacturer narrative:
Beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that a leak was observed under the flow cell laser of their coulter lh 750 hematology analyzer. The leak was discovered when the analyzer was not generating white blood cell differentials. There was no impact to patient results or patient treatment. The operator was wearing personal protective equipment (ppe - lab coat, gloves) at the time of the event. There was no injury or exposure to the operator. The operator did not seek medical attention. The customer reported that the leak did not appear to contain blood. The customer also reported that the leak was dripping slowly but the source of the leak was not located. Bci advised the customer to cease troubleshooting and await service. The customer reported that there was no exposure to blood and that the leak was cleaned up with bleach (while wearing a lab coat and gloves). Eye protection was not worn although a face shield and goggles were available. The customer has an exposure control/risk management plan in place. The customer did not review the material safety data sheet (msds). A field service engineer (fse) was dispatched to the customer's site. The tubing at the bottom of the flow cell (sample entry line) was re-fit. This resolved the problem.